Event description:
Case description: investigation result. Product: novofine needles. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated to the case investigation result updated. Manufacturer comment updated. Narrative updated accordingly. Manufacturer's comment/company comment: 15-oct-2018: as the device novofine needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). In this case the reported events are listed. More details are needed for the proper medical evaluation. Evaluation summary: investigation result. Product: novofine needles. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim (preferred term), increased pain with shorter needles (injection site pain), burning with shorter needles (injection site pain), insulin bubbling under the skin (injection site extravasation), shorter needles (needle issue). Case description: this serious spontaneous regulatory authority case from the united states received via department of health and human services, was reported by a pharmacist as "increased pain with short needles" beginning on (B)(6) 2018, "burning with shorter needles" beginning on (B)(6) 2018, "insulin bubbling under the skin" beginning on (B)(6) 2018, "shorter needles" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine (needle) from 2017 to 2018 due to device therapy, insulin (insulin, unspecified) from an unknown date for an unknown indication. The patient's height, weight and body mass index were not reported. Medical history was not provided. On (B)(6) 2018, the patient experienced increased pain and burning with shorter needles. The patient also reported insulin bubbling under the skin. The insulin injection technique had been evaluated and patient was appropriately administering insulin. Action taken to novofine was not reported. Action taken to insulin was not reported. The outcome for the event "increased pain with short needles" was not reported. The outcome for the event "burning with shorter needles" was not reported. The outcome for the event "insulin bubbling under the skin" was not reported. The outcome for the event "shorter needles" was not reported. Batch number of novofine and insulin has been requested. Company comment: in this case the reported events are listed. More details are needed for the proper medical evaluation.